Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 42 mg/dl, 376 mg/dl, 110 mg/dl, 228.2 mg/dl, 263 mg/dl and 180 mg/dl. The customer was treated with food. It was reported that the customer was trying to deliver insulin and the pump had given an error. The insulin pump will not be returned for analysis.